Event description:
It was reported to philips that the system could not be started up. The system was not in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the power tray and the flat detector control (fdc). The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on site and confirmed the reported issue. Troubleshooting measures determined that the power to the pc box was lost. The field service engineer (fse) replaced the power tray and the flat detector controller, which returned the system to use in good working order. The codes were updated based on the investigation outcome.